Event description:
It was reported that during the re-implant procedure, the procedure was aborted as the patient had extremely fibrotic corpora cavernosa with an inflatable penile prosthesis (ipp). The ipp was not implanted and the procedure was aborted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.